Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report intermittent audio output on (B)(6) 2015. At the time of contact the patient's mother did not report any injury or medical intervention. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of intermittent audio output cannot be confirmed. It was reported that the patient did not insert the sensor in an approved site according to the user's guide. It should be noted that the dexcom g4 platinum continuous glucose monitoring system states: sensor placement and insertion is not approved for sites other than the belly (abdomen). However, a root cause for the reported intermittent audio output cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.